Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaints could not be performed because the part and lot numbers for the complaint device were not provided. Based on the information available, the reported single leaflet device attachment (slda) appears to be related to rupture of the anterior leaflet. The reported recurrent mitral valve regurgitation (mr) was a cascading effect of the slda. The tissue injury (leaflet damage/rupture) appears to be associated with progression of the patient¿s atrial functional mitral valve disease. Mitral valve insufficiency/regurgitation (mr) and tissue injury (leaflet rupture) are known possible complications of mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue related to manufacturing, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclip ntw's were successfully implanted one positioned at a3/p3 (medial) and the other at a1/p1 (lateral). The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned symptomatic with shortness of breath for a transthoracic echocardiogram (tte), it was identified that the lateral clip (a1/p1) appears to have had a single leaflet detachment (slda) from the anterior leaflet due to leaflet rupture. The mr returned to 4+. On (B)(6) 2025, the patient returned for a secondary mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.